Event description:
It was reported that on (B)(6) 2011 at 10:50 pm the patient changed the infusion site and went to bed. On the morning of (B)(6) 2011 the patient's blood glucose level was 477 mg/dl and then "hi mg/dl" (greater than 600 mg/dl). The patient tested positive for trace ketones. The patient corrected her blood glucose level with 10 units insulin via a syringe injection. During troubleshooting, it was determined the infusion set cannula was bent, which can cause under-infusion. There was no issue with the site, no air bubbles in the cartridge or cannula and all pump programming and settings were correct. The patient's technique was incorrect in that the infusion site was changed and she did not check her blood glucose level afterwards, and the cannula had bent. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the reported pump. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.